Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. A pocket revision was performed and the rv lead was repositioned. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information received indicates that the device system was removed successfully due to infection. There were no additional adverse patient effects reported. The right ventricular (rv) lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. This supplemental report was created to correct the entry in h6: patient code description and patient code and in h10: additional MFR narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. A pocket revision was performed and the rv lead was repositioned. There were no additional adverse patient effects reported. The rv lead remains in service.